Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the fill tubing process. During troubleshooting with tandem technical support the customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.